Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, g2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing due to inactivity days setting on station. The technical support specialist informed customer that the patient was not falling inside activity days of the system and multiple admit discharge transfer admissions should be merged. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by that a pyxis medstation es system was not showing patient information. The customer added that they were prevented from accessing medication and had to dispense from the pharmacy instead, resulting in a 30-minute delay. The customer reported they were unable to use another machine as the patient was not crossing to any machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that patient was not showing due to inactivity days setting on station. The technical support specialist informed customer that the patient was not falling inside activity days of the system and multiple admit discharge transfer admissions should be merged. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system not showing patient information. The customer added that they were prevented from accessing medication causing a 30-minute delay and they were not able to use another machine as the patient was not crossing to any machine. There were no adverse events or injuries reported based on this event.